Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported insulin pump had repetitive no delivery alarms from one weeks and customer change set and reservoir from different box. The customer¿s blood glucose was 350 mg/dl at the time of incident. Customer reported that during rewinding insulin pump motor was always very slowly in one place. The insulin pump will not be returned for analysis.